Event description:
Hcp reported the pt presented with signs of an infection of the device pocket in 2000. These included redness, swelling, and pocket drainage. It is unknown if a culture was done. The device system was replaced and not returned to the MFR for analysis. "Aspiration of sterile pump pocket seromas (recurrent) preceded the infection, and may have been route of entry for infection." The pt outcome was not reported. The pt had a risk factor of autoimmune disorder.